Manufacturer narrative:
The affected part has been sent to livanova deutschland for a detailed investigation. Results revealed that the bridge was bent and that both motors had a bearing damage.

Event description:
See initial report.

Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). A livanova representative identified the reported issue during maintenance of the device. The technician was able to trace the failure back to a defective stirrer motor. Therefore the whole bridge was replaced to resolve the reported issue. Subsequent functional verification testing was completed without further issues and the unit was returned to service. As no part was made available for investigation currently a specific root cause for the defective motor could not be established. A review of the DHR could not identify any deviations or nonconformities relevant to the issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t displayed an error message. This issue was identified by a livanova field service representative during routine maintenance. There was no patient involvement.